Manufacturer narrative:
Product ID 3889-28, lot # va01fg5, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
When contacted for follow up information, the physician had not seen the patient since 6 weeks post follow up. The patient had not called the physician regarding the event. Attempts by the physician to get in touch with the patient by phone were unsuccessful. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient sneezed and "got a shocking in his balls" which was painful. No further information was reported.